Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date in 1994. Subsequently, patient was revised on (B)(6) 2014, due to eccentric wear of the polyethylene liner which caused the hip to dislocate. The head and liner were removed and exchanged.